Manufacturer narrative:
The report of the system controller operating in the backup mode was confirmed during analysis. The lot file was reviewed as part of the investigation and the data recorded suggested interruptions in pump support as well as low battery alarms and the reversion to the backup mode. Further investigation revealed compromised brown (rsoc-line) inner conductor in the white power cable at the connector end. Movement of the white power cable at the connector end resulted in low battery and power cable disconnect alarms as well as interruption in pump support while connected to the power module. A review of device history records for this system controller showed no deviations from manufacturing or qa specifications. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The pt received a "replace system controller" alarm. The system controller was exchanged and the event was resolved.